Manufacturer narrative:
Unable to verify software due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. Device received with missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. They also reported that when customer gone to swimming pump was exposed to moisture was beeping and stopped working. Customer had done trouble shooting. No harm requiring medical intervention was reported. The device will be returned for further analysis.